Event description:
A potential product issue has been reported internally with our artiste mv linear accelerator. In the abundance of caution, this issue is being reported. Customer reported unrecoverable errors on 3 patients and dose was not recorded. Further investigation is required. For a preliminary or final risk assessment, further investigation results regarding the cause and risk coverage is required. Initial cause is that the system crashed during the treatment for all three patients. Corrective action is pending final investigation. No injury or mistreatment has been reported. No other products are concerned.